Event description:
Discrepant advia 2400 chloride (cl) results were obtained on patient samples. The results were reported. The samples were retested and revised reports were issued. There were no reports of adverse health consequences or patient intervention due to the discrepant chloride results.

Event description:
Discrepant advia 2400 chloride (cl) results were obtained on patient samples. The results were reported. The samples were retested and revised reports were issued. There were no reports of adverse health consequences or patient intervention due to the discrepant chloride results.

Event description:
Discrepant advia 2400 chloride (cl) results were obtained on patient samples. The results were reported. The samples were retested and revised reports were issued. There were no reports of adverse health consequences or patient intervention due to the discrepant chloride results.

Event description:
Discrepant advia 2400 chloride (cl) results were obtained on patient samples. The results were reported. The samples were retested and revised reports were issued. There were no reports of adverse health consequences or patient intervention due to the discrepant chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse made an adjustment to the ise cell pot pulse volume and adjusted the dilution probe to the ise assembly. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia 2400 chloride (cl) results were obtained on patient samples. The results were reported. The samples were retested and revised reports were issued. There were no reports of adverse health consequences or patient intervention due to the discrepant chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse made an adjustment to the ise cell pot pulse volume and adjusted the dilution probe to the ise assembly. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse made an adjustment to the ise cell pot pulse volume and adjusted the dilution probe to the ise assembly. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse made an adjustment to the ise cell pot pulse volume and adjusted the dilution probe to the ise assembly. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse made an adjustment to the ise cell pot pulse volume and adjusted the dilution probe to the ise assembly. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.